Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Device 4 of 8. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the precut opening is very badly off-center. No photo provided.